Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: it was reported by the sales rep kipp erskine the safelight feature does not work. When the light cord is disconnected the light stays on. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a damaged reed switch causing a short in the system. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.